Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). Field service specialist visited the account and couldn't reproduce the issue reported. Found oscillator output was low and running in bistable mode and optimized the output power to address sticky flaps issue. Performed full system check and calibrations. Cut several flaps in gel and all the flaps were easy lifts. System meets all factory specifications a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision.

Event description:
It was reported that surgeon had difficulty lifting both flaps and decided to cancel the refractive part of the treatment. During follow up it was reported that patient will have a photorefractive keratectomy treatment at a later date.